Event description:
It was reported that during a low anterior resection procedure, scissoring occurred at the first firing. The clips formed properly at the second and the third firing. However, scissoring occurred again at the fourth firing. Another device was used to complete the case. There were no adverse consequences to the patient. The device had been used properly.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining seven clips as intended. No conclusion could be reached as to what may have caused the reported incident. In addition, the device locked out as intended but the orange indicator was visible at 11th firing sequence thus, it over traveled. This finding is not related with the incident reported. The final quality release criteria were met before this batch was released for distribution.

Manufacturer narrative:
(B)(4).